Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and pain.

Event description:
Patient reported right side is ¿painfully hard and looks abnormal due to capsular contracture,¿ baker grade IV. Additionally patient reported "severe pain" on the right side; this event is not related to the device. Device has been explanted.